Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 6 rails were broken. A field service engineer (fse) found that all bearings and cage came loose, and the drawer was completely detached from device. Further the fse removed the cubie pockets and replaced the half-height drawer to resolve the issue. All the drawers were tested and confirmed functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station 8east cubie drawer 6.1 was failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.